Event description:
During the surgical procedure, the clips applied to the pt vessel weren't approximating, yet appeared to be closed. Nevertheless, the surgeons cont'd with the planned surgical procedure.after the robotic portion of the surgical procedure, a clip re-opened or slipped off the vessel and the pt began bleeding. An unplanned non-robotic surgical procedure was performed to control the pt bleeding.two clip applier instruments were used during the original planned surgical procedure. The model number, the lot number, and failure analysis results of the othe clip applier instrument used can be found in MDR report #2955842-2005-00022.